Manufacturer narrative:
Block h6 has been updated. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a wallflex colonic enteral stent was to be implanted in the intestines to treat intestinal obstruction due to malignant tumors during an intestinal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was tortuous (tight) prior to stent placement. During the procedure, it was reported that when the stent was deployed, it fell off prematurely, the deployment was not accurate, and the therapeutic effect could not be achieved. It was further reported that the advancer was stuck and the release was inaccurate. The stent was then removed using biopsy forceps. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a wallflex colonic enteral stent was to be implanted in the intestines to treat intestinal obstruction due to malignant tumors during an intestinal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was tortuous (tight) prior to stent placement. During the procedure, it was reported that the when the stent was deployed, it fell off prematurely, the deployment was not accurate, and the therapeutic effect could not be achieved. It was also that the advancer was stuck and the release was inaccurate. The stent was then removed using biopsy forceps. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.